Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with the sensor. Customer stated that the sensor glucose reading was 400 mg/dl and blood glucose reading was 200 mg/dl. The sensor lost signal was also reading that the customer was low when the customer was not. Customer stated that the sensor was removed. Customer was advised to call back before removing the sensor for troubleshooting. Customer will return sensor for analysis. No additional information provided.